Manufacturer narrative:
(B)(4) .

Event description:
The consumer reported that therapy had poor effect on symptoms and there was not 50% or greater symptom reduction. The device was explanted in 2013. The patient was implanted due to frequent urination and urgency incontinence. No further information was provided. A follow up report will be sent if additional information is received.